Manufacturer narrative:
(B)(4). The complaint rt235 infant bias flow dual-heated with evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported that the temperature probe could not be connected to the expiratory tube of an rt235 infant bias flow dual-heated with evaqua breathing circuit. This was noticed prior to patient use. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Method: the returned rt235 infant bias flow dual-heated with evaqua breathing circuit was visually inspected for bent pins and tested to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the expiratory evaqua tube. A visual inspection revealed that the heater wire pins were bent, preventing the adaptor from connecting to the heater wire socket. A lot check revealed no other complaints of this nature for lot number 100917. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).

Event description:
A healthcare facility in (B)(6) reported that the temperature probe could not be connected to the expiratory tube of an rt235 infant bias flow dual-heated with evaqua breathing circuit. No patient consequence was reported as a result of this incident.